Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer received an infusion flow blocked alarm and experienced a hyperglycemic event that persisted for more than four (4) hours, which was treated with insulin pump. The blood glucose value at the time of the event was 300 mg/dl. The event involved product(s) mmt-397a, mmt-332a, mmt-1884 and unk_sensor. Troubleshooting was performed and the alarm was identified as a current event. The customer confirmed having a plunger available and was advised to remain disconnected and push insulin slowly through the tubing using the plunger. Insulin was observed exiting the tubing; however, greater than normal resistance was noted during the plunger push. The customer was informed that the alarm was caused by an issue with the set and reservoir connection. Troubleshooting was not performed for hyperglycemic event and, it was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884 and unk_sensor. Mmt-332a was requested and customer response was the device will be returned. Mmt-397a was requested and customer response was the device will be returned.